Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare professional. It was reported that the clinical diagnosis was no paresthesia. It was noted that the lead and extension were implanted in another hospital so the healthcare professional had no information. The implant date of the leads and extension were unknown. The implantable neurostimulator was implanted on (B)(6) 2014. The electrode pairs with high impedance were c-0, c-1, c-2, and c-3. The healthcare professional had not done anything, only suspended the therapy.

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_ext, serial#: unknown, product type: extension. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the health care provider (hcp) of a clinical study reporting that the outcome was unresolved with no further action planned.

Manufacturer narrative:
Other applicable components are: product ID: neu_unknown_lead, serial# unknown, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional as part of a clinical study regarding a patient implanted with a neurostimulator. It was reported that the patient did not feel paresthesia anymore. Device interrogation on (B)(6) 2017 found high impedance between the stimulator and the lead. The patient had a dilatation on their coronary(B)(6) and was now taking clopidogrel so they couldn't stop it for now. They decided to stop the stimulator. Therapy was suspended on (B)(6) 2017. The physician was not present at the time, so they were to wait to see with physician what to do next and if the cardio surgeon was ok to stop the anticoagulation. The event remained ongoing. The event resulted in an unscheduled clinic or office visit. The device diagnosis was high impedance. The etiology was related to the device or therapy, and not related to the implant procedure.